Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. Tse recommended swapping the flow sensors, running a flow sensor calibration, running the performance verification test (pvt), and exercise the device on a test lung for 48 hours to evaluate for repeated occurrences. The customer then reported the ventilator passed testing, and was placed back in service. No parts were replaced.

Event description:
It was reported that during patient use, a ventilator generated an error message and went into an inoperable state. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.